Event description:
Procedure: lavh. According to the reporter, the surgeon was using the product to close the vaginal cuff and the needle broke in two places. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended or time. The needle fragment fell into the patient cavity. A laparoscopic grasper was used to retrieve needle. The current patient status is ok.

Manufacturer narrative:
(B)(4).